Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect approximately one day after implant. Impedance measurements were between 3000 and 8000 ohms. The pt did not have any stimulation post-operatively and was seen the next day where they were able to get stimulation using program 0/1 programmed at 3.4 volts. The pt subsequently notified the company representative on monday-tuesday of this week that she had lost stimulation. Impedance measurements were between 2000 to 3000 ohms. The stimulation was adjusted up to 10.5 volts with the pt feeling no stimulation sensation. Additional info was requested.